Event description:
It was reported that the customer was taken to the emergency room due to diabetic ketoacidosis. It was stated that the customer was in ICU, and was released three days later. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.